Manufacturer narrative:
The sensor was received by lifewatch on (B)(6) 2011 and preliminary testing has not been completed. Upon completion, the device will be shipped to the manufacturer for further eval. Associated accessory device: act monitor. Model # com001, serial # (B)(4).

Event description:
The pt reported that he had an allergic reaction to the electrodes and has welts all over his chest. Pt stopped wearing the device on (B)(6) 2011 (three days into his enrollment service) at the doctor's request because of the irritation. The doctor's office notified lifewatch that the pt reported to them that he was shocked by the monitor/leads. Although there was no long term injury, no physician intervention, and no medications prescribed, an MDR is being filed as a conservative measure. The following info was obtained via a telephone conversation held with the pt on (B)(6) 2011: adhesives on the electrodes kept coming off. The pt felt a pen pricking sensation within 3 days of wearing the device. The phone would beep and say not transmitting and pt would feel a pricking sensation. Lifewatch would call and reset the device. Pt developed blisters, welts. The feeling was sudden, and remained steady. The shock was intermittent and the pt was not sure how many times it occurred but he stated a couple of times. There was no short-term injury/damage or permanent injury as a result of this event. The blister/welts occurred after the pen pricking sensation. The pt did not use any medication/products for healing and did not consult a physician for the event.